Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the contour next meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The meter is not expected to be returned for the evaluation. The customer was offered the replacement product, however, she declined the offer.